Manufacturer narrative:
(B)(4). Concomitant medical product: vanguard premier block, cat#: 32-487105, lot#: zb100602. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a knee arthroplasty, the pin used to stabilize the cutting block could not be removed from the patient's bone. Multiple attempts were made to remove pin, which was eventually removed with a fine bone rongeur. This resulted in a bony defect. Attempts have been made and no further information has been provided.

Manufacturer narrative:
After further review, this product was determined to be non-contributing to the reported event. This event is being reported on 0001825034-2017-07034